Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during percutaneous transluminal coronary angioplasty, a shaft kink occurred. Vascular access was gained via the femoral artery. The 3.0x30mm, 70% stenosed, eccentric and progressive target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery with a significant bend between 45 and 90 degrees. The lesion was predilated and the 3.0x32mm taxus liberte stent was advanced but was unable to cross the lesion and the shaft kinked. The procedure was completed with another 3.0x32mm stent. There were no patient complications reported and the patient status is stable. However; returned device analysis revealed a shaft fracture.

Manufacturer narrative:
Device is a combination product. (B)(4). A visual and microscopic examination found that the hypotube had broken approximately 27.1 cm distal from the catheter's strain relief. Kinks were identified along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified blood was present within the entire length of the guidewire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).